Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, there were three noise reversion events, which were caused by noise on the atrial lead, and it lasted less than two seconds. No programming changes were made. The patient was stable.